Manufacturer narrative:
Unit was received with constant motor error alarm during rewind due to encoder signal out of phase. Unable to perform the displacement test due to constant motor error. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 242 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.